Event description:
It was reported that approximately one year and seven months post port placement in the right chest wall via right subclavian vein, blood return could not be allegedly confirmed. It was further reported that the catheter was allegedly found to be ruptured upon x-ray examination. Reportedly, the catheter has been removed. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: one powerport isp MRI implantable port attached to a catheter in two segments were received for evaluation and one fluoroscopic video and one electronic photo were also provided for review. Visual, microscopic, tactile and functional evaluations were performed. A diagonal break was noted on the distal end of the attached catheter and proximal end of the distal catheter segment. The edges of the breaks were noted to be uneven. The surfaces were noted to be rough throughout. The video shows the leaking of the contrast from the catheter when injected into the port. The photo shows the catheter being placed inside a package. Therefore, the investigation is confirmed for the reported fracture and the identified material separation and leak issues. However, the investigation is inconclusive for the reported suction problem as the exact circumstance at the time of the event reported was unknown. The definitive root cause could not be determined based upon the available information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: d4 (expiration date: 02/2023). H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. However, a photo and a video were provided for review. The investigation of the reported event is currently underway. Expiry date: 02/2023. Device pending return.

Event description:
It was reported that approximately one year and seven months post port placement in the right chest wall via right subclavian vein, blood return could not be allegedly confirmed. It was further reported that the catheter was allegedly found to be ruptured upon x-ray examination. There was no reported patient injury.